Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were working fine up until this morning. The reporter stated that keypad buttons completely 'froze'. It was noted that the reporter tried to reboot the pump and was unable to get passed the verify screen. The patient reportedly wore the pump in a pump's skin on the outside of clothing and did not clean the pump. The keypad was reportedly intact. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was fully intact without peeling or visible damage. The contrast and ok keypad buttons responded appropriately when pressed. The up and down arrow keypad buttons had intermittent response when pressed. None of the keypad buttons had normal spring back or click. The keypad was removed for investigation and revealed contamination under the up arrow and down arrow contact buttons.